Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported the philips that the cable failed during patient care. Customer requested bench repair. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
The manufacturer previously reported information that the cable failed during patient care. Customer requested bench repair. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips. Additional information has been updated and the device has not been returned for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.